Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, when the plunger was pulled back no sutures were connected, a cuff miss occurred. A second proglide device was used and a suture break occurred. A third proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned components: body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal with no indication of a product quality deficiency that would contribute to the reported cuff miss. The anterior cuff was engaged to the anterior needle tip and both cuffs were attached to the link. The posterior cuff was out of the pocket and the posterior cuff tabs were undisturbed. There was a needle strike mark on the rim of the cuff. Based on the evidence found on the returned device, the posterior cuff was missed was confirmed. Possible contributing factors for the posterior cuff miss include, but are not limited to, manufacturing, challenging anatomical conditions, and deployment techniques. A possible cause for needle deflection during plunger deployment is due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment. There were no challenging anatomical conditions reported or definitive evidence in the evaluation of the returned device to suggest incorrect technique. Based on the successful testing of the device needle trajectory, the probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or failure to position and maintain the device at a 45 degree angle throughout deployment. There was no manufacturing or quality deficiency detected that could have contributed to the reported event. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database revealed no indication of a lot specific product quality deficiency. To assure that all products perform according to specifications the needle trajectory of every device is checked during manufacturing.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device referenced is being filed under a separate medwatch MFR number. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.